Manufacturer narrative:
H.6. Investigation summary: evaluation statement. The customer reported tubing came apart at the safety clamp (identified as lower fitment) with leakage. Received was a used separated primary set model 10010454 lot 20016288. The separation was at the engagement between its silicone segment p/n 12088541 and lower fitment p/n tc10006063 components. The set sample was visually inspected for kinks, holes/tears in the tubing, or damages to the components. Its expected retainer ring at the separated area was not received for evaluation. No other issue was observed. Visual inspection under magnification of the separated silicone segment end observed evidence of a retainer ring indentation which does not look to be misaligned along the tubing indicating that it had been properly assembled onto the set. Dimensional analysis of the lower fitment measured to be within specification- the first tapered outside diameter at the top of the nipple area which is inserted into the silicone segment tubing of 0.162¿ +0.002"/-0.003¿ and the bottom tapered outside diameter of the nipple area of 0.168¿ +/- 0.005". Dimensional analysis of the silicone segment measured to be within specification- the inside diameter of 0.129" to 0.132". No issues of concentricity with the silicone segment were observed. Slight tugging of the rest of the primary set¿s engagements observed no separation. Equipment used (inspection and measurement performed on (B)(6) 2020): ram optical instrumentation/eq08204/calibration due date (B)(6) 2021. Caliper/eq02784/calibration due date: (B)(6) 2020. The device history record for set model 10010454 lot 20016288 shows the set was manufactured on (B)(6) 2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set. Root cause analysis: the customer's report that the tubing came apart at the lower fitment was confirmed. The root cause was not identified. The customer's report of leakage was confirmed. The root cause was due to the observed set separation. Investigation conclusion: the customer's report that the tubing came apart at the lower fitment was confirmed based on inspection of the as-received set sample. The customer's other report of leakage was confirmed due to the observed set separation. The expected retainer ring was not present. Further visual inspection of the separated silicone segment end observed a retainer ring indentation which does not look to be misaligned along the tubing indicating that it had been properly assembled onto the set. The affected components were measured to be within specification. Although the root cause of the separation could not be definitively determined, at some point the set may have been pulled or stretched beyond the retention specification between the silicone segment and the set¿s upper fitment during use or set loading. Manufacturing is aware of issue and a systemic investigation ((B)(4)) to identify other potential root cause for leak and separation issues has been initiated. The reported issues will continue to be monitored for an increase in frequency.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in line, the tubing came apart, and leaked. The nurse had medication sprayed on her. The following information was provided by the initial reporter: material #: 10010454 and batch #: 20016288. It was reported tubing came apart, with leak, at the safety clamp. Customer 29 jul 2020, new information: the infusion was started at 1255 and the nurse opened the chamber because the pump was saying air in line at 1312. The patient was not injured during the episode . The nurse did have medication sprayed on her. Customer: tubing came apart at the safety clamp while in use; nurse was splashed with remicade. Customer: the nurse had to wash out her eyes and was sent home. Medication had to be reordered again due to contamination. This resulted time loss of a staff member and drug cost of (B)(6). Remicade 600mg in 250cc n.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d low sorb ss 0.2m had air in line, the tubing came apart, and leaked. The nurse had medication sprayed on her. The following information was provided by the initial reporter: material #: 10010454, batch #: 20016288. It was reported tubing came apart, with leak, at the safety clamp. Customer 29 jul 2020, new information: the infusion was started at 1255 and the nurse opened the chamber because the pump was saying air in line at 1312. The patient was not injured during the episode . The nurse did have medication sprayed on her. Customer: tubing came apart at the safety clamp while in use; nurse was splashed with remicade. Customer: the nurse had to wash out her eyes and was sent home. Medication had to be reordered again due to contamination. This resulted time loss of a staff member and drug cost of (B)(6). Remicade 600mg in 250cc n.